Manufacturer narrative:
Device used for treatment not diagnosis. Boldin, c., et al (2003) the proximal femoral nail (pfn) - a minimal invasive treatment of unstable proximal femoral fractures a prospective study of 55 patients with a follow-up of 15 months, acta orthop scand, 74: 53-58. This report is for an unknown trauma (unknown pfn pin)/unknown quantity/unknown lot. (Other unknown) UDI unknown part number, UDI is unavailable. (B)(4). The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number were provided if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following article: boldin, c., et al (2003) the proximal femoral nail (pfn) - a minimal invasive treatment of unstable proximal femoral fractures a prospective study of 55 patients with a follow-up of 15 months, acta orthop scand, 74: 53-58. Country of article: austria. This was a prospective study of 55 patients with unstable proximal femoral fractures who were treated between 1997 and 2000 with the ao/asif proximal femoral fractures (pfn). The objective of the study was to evaluate whether the pfn is an appropriate method for minimally invasive treatment of proximal femoral fractures. The mean patient age was 73 (18-95) years, and the gender ratio (male/female) was 16:39. All patients were evaluated by regular physical and radiographical examinations. The mean follow-up period was 15 months (7-30). Postoperative anatomical reduction was achieved in 34 out of 55 patients, and immediate full weight bearing was permitted in 49 patients. The fracture healed in all 55 patients. Complications: three (3) patients- had movement of the hip pin into the hip joint and poor reduction of fracture. Two (2) patients- had early removal of hip pin because it moved out of the femoral neck towards the lateral side. This report is 3 of 3 for (B)(4). This report is for unknown trauma (pfn pin), unknown quantity and unknown lot number